Manufacturer narrative:
Correction: this event is a duplicate and was already reported in manufacturer report number 3006705815-2021-05768.

Event description:
It was reported that the patient experienced weakness in the legs. As a result, surgery occurred to explant and replace the lead and the issue resolved.

Manufacturer narrative:
Date of event¿ is estimated. Patient declined to disclose patient¿s weight. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.